Event description:
The user had an infection over the implant area. The user was explanted in (B)(6) 2025 and reimplanted at a later point in (B)(6) 2026 after healing process of 3 months.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an infection at the implant site, which occurred after a magnet revision surgery. A review of the device sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. This is a final report.

Event description:
The user had an infection over the implant area after a magnet revision surgery. The user was explanted in (B)(6) 2025 and reimplanted at a later point in (B)(6) 2026 after healing process of 3 months.